Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had yellow foreign matter on the needle tip. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had yellow foreign matter on the needle tip. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8044406, our records show it was manufactured on january 24-29, 2018; it was determined that this is the only instance of foreign matter being identified in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. The facility submitted a sample for testing and evaluation, our investigators were able to identify a yellow material on the catheter tubing. Microscopic visualization of the material was sufficient to identify the material as debris from one of the components used in the manufacture of the pegasus unit. The root for this issue is a related to maintaining line clearance during manufacture. Corrective actions have been implemented. Bd will continue to track and trend for this issue.